Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an alarm they are unable to clear. Customer also stated that the buttons on the insulin pump are unresponsive. Customer's blood glucose reading at the time of the call was 232 mg/dl. No further information reported.